Event description:
During the procedure, the engage introducer was detached from the tubing. Another engage introducer was used to continue and complete the procedure. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
One engage introducer was returned. The extension tubing had detached from the sideport of the hemostasis body. Additional investigation revealed that an adhesive ring was present on the sideport tubing. The location of the adhesive ring indicated that the stopcock tubing was fully inserted and that a sufficient amount of solvent was used per required manufacturing processes. The cause of the reported sideport detachment is consistent with damage during use.